Manufacturer narrative:
The g5 system is associated with product code pqf. Product code pqf is not currently available. (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, with the current sensor the blood glucose (bg) trend arrow indicates bg is dropping, while the estimated glucose value is rising. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.